Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and moderately calcified vessel below the knee. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, during the initial inflation at 5 atmospheres for 3 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. There was no patient injury reported and the patient was in good condition.